Manufacturer narrative:
The patient's driveline communication fault from (B)(6) 2022 is reported under MFR #: 2916596-2022-14079. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient contacted their hospital with concerns of a driveline communication fault alarm on their controller. The patient had already experienced this issue on (B)(6) 2022. The patient was doing fine clinically, and their pump was operating as expected. Log file analysis confirmed a driveline communication fault occurring on (B)(6) 2022. The patient visited their hospital, and their modular cable was exchanged. The patient's controller was also exchanged for their backup controller. No visible anomalies were observed on the patient's pump cable or the exchanged modular cable. The alarm resolved; however, the following day the patient contacted their hospital as a driveline power fault alarmed on their controller. The patient visited their hospital to clear the alarm; if the alarm reoccurs, further treatment will be discussed. Related modular cable MFR #: 2916596-2022-15741. Related controller MFR #: 2916596-2022-15742.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline communication fault and driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log files collectively contained events from 10dec2022 through 13dec2022. A comm a fault was captured on 11dec2022 that progressed into a driveline communication fault alarm that was active until 12dec2022, when the patient was placed on their backup system controller. A power a broken fault was captured on 13dec2022 that progressed into a driveline power fault alarm that was active until the end of the file. Pump function was not interrupted during these events. The pump appeared to operate as intended at the set speed within the log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook (rev. G) is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power and communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: since the patient was discharged, no further alarms have occurred.